Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right pneumonectomy procedure, the device did not fire. The surgeon connected the loading unit to the stapler and pressed the green button. The trigger moved forward indicating that it was ready to fire, but the surgeon wasn't able to pull the trigger because it seemed blocked. The surgeon disconnected the loading unit and reconnected it again to try once more, but the same thing happened and was not able to fire. Loading unit was replaced with the new one and the surgeon was able to complete the procedure. There was no patient injury.